Event description:
On (B)(4) 2015, the reporter contacted lifescan USA alleging that the subject meter (one touch ping) gave inaccurate control solution results. The reporter was unable to give exact values. This complaint is being reported because the reported issue was not resolved with troubleshooting, since we could not confirm that the control solution result fell out with the control solution range for this test strip lot as no values were given. There was no indication that the product caused or contributed to an adverse event.